Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a power module (pm) malfunctioned. The pm had been kept in a warehouse not being used previously, when the power module was taken out to be put into use, the pm did not function. It did not have any lights or sounds. The site reported that they followed all steps for installing the pm correctly. The center attempting exchanging the battery and power cable. Exchanging the battery and power cable did not resolve the issue, however after disconnecting the power cable the yellow wrench symbol lit up for a few seconds with a beep sound. Pictures of the device were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) alarming and not powering on as intended was confirmed. The power module and sealed lead acid battery returned to the european distribution center. The power module was connected to power and did not boot up, confirming the reported event. The issue was traced to the main printed circuit board (pcb). The customer authorized the unit to be scrapped. The sealed lead acid (sla) backup battery was connected to a test power module and yellow wrench and red battery alarms were noted. Evaluation of the battery revealed that it did not have sufficient charge. Despite charging the battery for an extended period of time, the alarms remained active. Further evaluation could not be performed as the sla battery is sealed and cannot be opened safely. The main pcb was forwarded to the product performance engineering group for further analysis. When the pcb was being inserted into a test fixture, damage to an integrated circuit (ic) chip was noted. Damage to this chip would cause the reported event. Provided information indicated that the power module was stored in a warehouse, not being used, and that when the power module was connected to power, the unit did not power on. It was also reported that the unit continued to not function after the battery and patient cable were exchanged. The root cause for the red battery alarm was determined to be due to a deeply discharged sla battery; however, the root cause for the depleted sla battery was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. The heartmate power module instructions for use (IFU) sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench alarms that occur on the power module. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.